Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via (b)(64) that they can barely read their screen and the back button was becoming increasingly non-functional. No further details were provided, and no products were returned or replaced.